Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.

Event description:
The patient's father reported that his son's cannula has got stuck under his son's skin. The father was able to remove the cannula from his son's site. No product will be returned.